Event description:
We received an allegation of questionable inr results for 1 patient with coaguchek xs meter serial number (B)(4) compared to a laboratory hemochron result. On (B)(6) 2022, the meter result at 8:15 a.m. Was 8.0 inr. On (B)(6) 2022, the laboratory result at 10:30 a.m. Was 5.9 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
Occupation: patient/consumer. The meter and strips were requested for return. A replacement product was sent. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origins are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.